Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-07901. The patient has 2 ipgs. It was reported ((B)(6)) the patient did not charge the ipg¿s as recommended. As a result, the devices deemed inoperable. As a result surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-07901. Additional information received identified the issue has resolved.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-07901.